Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login. A technical support specialist dialed into the station, verified that universal serial bus (usb) selective suspend and power management for universal serial bus (usb) devices were already disabled. Reviewed medstation application logs and found errors. Reinstalled the driver and rebooted the station. The issue was resolved after reboot, and no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had users unable to get logged in. Device notified error message as "bio-ID device requires maintenance" and "device access needed authorized witness" the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.